Manufacturer narrative:
Result of investigation: vyaire failure analysis was not able to confirm the reported issue the visual inspection of the unit under test (uut) found no visible defects, damage, or contamination. Unable to verify and duplicate the reported complaint. The uut was tested and found to operate to specifications.

Event description:
It was reported to vyaire medical that ltv ventilator when it was observed that the numbers appeared to be off on the unit, the patient was switched for another ltv. There is no patient harm associated with this reported event.

Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.